Event description:
Customer reported a false negative result was obtained when testing a cap proficiency sample with fetalscreen kit lot fs451. Customer also commented that positive control reactivity was much weaker with this lot when compared to previous lots. No death or serious injury was associated with this incident.